Event description:
At a later date, another patient follow up was performed. The patient reported not experiencing any further dizziness and all lead measurements were within normal range. Both upper body patient movements and pocket manipulations were performed to see if any noise oversensing was observed. Myopotential noise was observed when the patient pressed his palms together but it did not result in oversensing or pacing inhibition. The rv pacing impedance measurements remained stable. The duration for the ventricular fibrillation (vf) zone was increased and the device remains implanted and in service. Normal follow ups will continue, but the patient was advised to be seen earlier if the dizziness reoccurred. This information was communicated to a boston scientific technical services (ts). A ts consultant discussed that the myopotential observed during the follow up is indicative of a possible lead insulation issue on the competitor's rate/sense lead or due to damaged or missing seal plugs on the device.

Event description:
Boston scientific received information that this device had recorded steadily increasing right ventricular (rv) pacing impedances from 580 ohms to approximately 1200 ohms over 12 months. Increasing rv and left ventricular (lv) pacing thresholds were also reported. The physician elected to perform a revision procedure. The pace/sense portion of the related rv lead was abandoned and the previously implanted competitor lead was connected. During a follow-up appointment, the patient reported hearing beeping tones. The tones were later found to be due to a previously explanted device. Upon interrogation, recorded episodes were reviewed which showed oversensing of noise with pacing inhibition. There were periods of asystole greater than four seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was removed and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
The device was reprogrammed. Boston scientific technical services (ts) recommended further testing. This investigation will be updated should further information be provided.

Manufacturer narrative:
The explanted device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
Corrected information from the field was received that the noise with pacing inhibition and beeping tones did not occur with this device. Please reference MDR 2124215-2011-14175 for the report on the correct model.